Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose, the customer's blood glucose level at the time of incidence was 52 mg/dl. Customer was treated with foods. Customer was not using auto mode feature. . The insulin pump will be returned for analysis.